Manufacturer narrative:
Correction: b1, b5, h1, h6 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open bowel resection, no issues were noted with the staplers or reloads. The patient later returned to surgery after two days for a routine second-look procedure, and a pin from the radial reload yellow shipping wedge was discovered in the abdominal cavity during the ileostomy step. The pin was removed.

Manufacturer narrative:
D10. Concomitant products: gia10038s, gia10038s gia100-3.8 sgl usereloadstap (lot unknown); egiaustnd, egiaustnd endogia ultra univ std stap (lot unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open bowel resection, no issues were noted with the staplers or reloads. The patient later returned to surgery after two days for a routine second-look procedure, and a pin was discovered in the abdominal cavity during the ileostomy step. The pin was removed. No patient complications have been reported as a result of this event.